Manufacturer narrative:
The biomed performed testing at the hospital and was unable to duplicate the customer complaint. The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. We were also unable to confirm the customer complaint that the unit was unable to operate in ac mode, and that it exhibited an "over temperature" alarm (system error #102); the unit performed according to our specifications upon receipt. The user facility was unable to return the disposable set involved in the case, nor was the associated lot number reported, as the set was discarded at the hospital. The manufacturing records for this serial number were reviewed and nothing notable was observed. It was reported that there was no harm to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the rapid infuser was transported from the emergency room to the operation room in battery mode and was then unable to operate in ac mode. After a power reset, the unit exhibited an "over temperature" alarm (system error #102).